Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ needleless connector was occluded during use. The following information was provided by the initial reporter: "the needle free connector is not open for infusion when it is attached to the bd alaris pump. The pump alarms with "occlusion". Impact regarding the nurses - they are not able to give the infusion which is required for treatment the patient - so they used another type of needle free connector."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-jan-2023. H6: investigation summary two mz1000 samples from lot 22025488 were received for investigation; one sample was received in opened packaging, and the second sample was received in sealed packaging. The feedback provided by the customer suggests that during an attempted infusion, the infusion pumped alarmed for occlusion. As part of the feedback, the customer provided a video of their experience; analysis of the video confirmed the customer's experience as the alaris gp pump was alarming for a downstream occlusion. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned samples to a 50ml bd plastipak syringe from stock and flushing with fluid; in each instance, no occlusions or flow restrictions were detected. The samples were then sent to the bd product test laboratory (ptl) for functional testing at multiple infusion rates; in each instance, no occlusions or pump alarms were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22025488 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. As the connecting product in use at the time of the reported occlusion was not available for investigation, it has not been possible to confirm if it may have contributed to the customer's experience. H3 other text : see h10

Event description:
It was reported that the bd maxzero¿ needleless connector was occluded during use. The following information was provided by the initial reporter: "the needle free connector is not open for infusion when it is attached to the bd alaris pump. The pump alarms with "occlusion" impact regarding the nurses - they are not able to give the infusion which is required for treatment the patient - so they use another type of needle free connector."